Manufacturer narrative:
The complaint of short remaining longevity was confirmed. Final analysis found the information provided indicates the longevity estimate was likely due to the large number of charges that had occurred in the previous month. Full analysis could not be performed since the device was not returned. Further investigation was not possible with the data provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-13303. It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. It was noted that the patient experienced multiple episodes of ventricular fibrillation and the device was able to deliver appropriate shock therapy. It was unknown whether the multiple shock therapy episodes led to the battery depletion. It was also noted that the right ventricular lead perforated the heart but was still able to detect the ventricular fibrillation episodes. Programming changes were made. The patient was in stable condition and will continue to be monitored.